Event description:
It was reported dirt was on the catheter. No photo was provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1266041, uno female str ch14/18cm (100/1000) int and manufacturing lot # 1e00216 in c2 in amount 45 000 pcs at packaging machine p010 in may 2021. The product was packed according to the instruction for packing g905703 packaging products on packaging machines . The catheters were produced under subassembly lot 1e00206 at machine a095 on may 11-12th 2021in accordance to g905500 ver 41 section 5.11. Subsection 4 operators have to visually inspected each catheter. No foreign bodies including oil stains are allowed. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. Event tw # (B)(4) was open to solve the issue on machine a098 in february 2021. As the cause of the issue was determined following: the pin in the holder came loose over time and rubbed against the guide rails. Fine particles of iron and plastic were released from the fixing holder. Monthly maintenance was performed on the machine and all tools were cleaned. As a preventive action the guide rail was replaced with new one on june 1st 2021. Lot in question was produced after the guide rail replacement. The retraining of the relevant operators was carried out. A query was run against all urinary catheters and malfunction codes uca-pmc09.02 foreign matter within product & uca-pmc9.2 foreign matter within product on may 17th, 2022 which yielded four occurrences - tw# (B)(4) past 12 months. Three complaints were received from the same complainant. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site:3005778470.